Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not powering on. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger will not power on) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective power supply brick. The root cause of the defective power supply brick cannot be positively determined. No adverse event resulted from the defective power brick. The patient was provided with a replacement charger.